Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: unexplained power reboots were observed in the black box. The battery compartment was cracked in two places. No damages were found to the returned battery cap. The returned battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test; no power interruptions were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.